Event description:
In 2009, pt's wife reported that "his blood sugars started going really, really high, between meals, and during the night". She stated this began the previous month. Wife reported pt's blood glucose meter read "hi". She stated the pt was giving himself extra insulin, but "we were having a hard time getting his sugars down to a normal level". Wife reported the pt had been giving himself extra boluses of insulin through the infusion device. She stated the same day, "he went from 128 - 382 mg/dl; from the first to the last blood sugar". Three days later, she stated his blood glucose ranged from 418 mg/dl - hi. Wife reported the following day, pt's blood glucose ranged from 415 - 443 mg/dl, "then after taking 17.5 units of insulin, he got himself down to 160 mg/dl". She stated, the following day, his blood glucose ranged from 224 - 591 mg/dl; in the meantime, "he was giving massive amounts of insulin; he had given himself 25 units of insulin". Wife reported a week later, pt switched to his backup infusion device. She stated after he switched, his blood glucose "are back down to normal". Discussed filling the insulin cartridge only half full, so the cartridge is not in the infusion device for so many days. Recommended pt contact insulin MFR for recommendation on how long insulin can be used in an infusion device. Reviewed daily insulin totals. Wife verified accuracy. Wife reported the doctor gave him a cortisone shot in the side of his foot three days prior to event. Submitted request for add'l training. Advised to change adapter. The pt did not require medical assistance from a healthcare professional or second party to address the issue. On follow up call the following month, wife stated she had talked to the doctor and she said that "yes the cortisone will cause blood sugars to go up". She further stated "we just figured that was probably what caused all of these problems because it takes a while for the cortisone to leave the system. Wife reported the pt's blood glucose has been "really, really good". No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.